Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted as the physician suspected premature battery depletion. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted as the physician suspected premature battery depletion. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This insertable cardiac monitor (icm) was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device, and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. The battery was analyzed and while it was confirmed to be depleted, the root cause was unable to be determined. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted as the physician suspected premature battery depletion. No additional adverse patient effects were reported. The device was returned for analysis.